Event description:
It was reported that a patient experienced persistent drainage after the use of the ovitex lpr in robotic ventral hernia repair. The surgeon re-operated to assess the surgical site. Upon site assessment it appeared that the device had partially integrated. Non-integrated portions of the device were removed and the patient was closed.

Manufacturer narrative:
Adhesions and seroma are common after abdominal surgery and may lead to complications resulting in surgical intervention. The IFU states that a potential complication for surgical repair of hernias (with or without surgical mesh) could be seroma and adhesions. In this case the patient required surgery to treat adhesion and seroma. Despite the issues noted the hernia repair remained intact, no additional reinforcement material was added upon second surgery. Aroa's review of manufacturing documents has confirmed that the devices in the applicable lot (ert-21k25) were produced in accordance with the established manufacturing procedures, with all process specifications satisfied.